Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible insulation damage on both the right ventricular (rv) lead and the right atrial (ra) lead due to oversensing that was seen on stored electrograms (egm). The rv lead was noted to have high sensing integrity counter (sic) count, episodes of ventricular oversensing (far field p-wave and post-pace oversensing), and loss of pacing due to inhibition. The ra lead was noted to have atrial lead noise oversensing and mirror image lead noise occurring. Initially reprogramming was performed and later both the rv and ra leads were extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.